Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began experiencing auto-reduction at least 2 weeks after experiencing a fall. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics revealed high impedance values and x-rays revealed the scs lead is fractured. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient will possibly undergo an occipital (off-label) trial to determine if explant/replacing the scs lead in its current location is the best course of action.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted.